Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a patient has implanted a hakim programmable valve and was seen on (B)(6) 2026. X-ray confirmed that the valve was set at 150-170. The patient presented to emergency room in (B)(6) after a head trauma. The patient states that programming was done but no notes of this by provider were found. The patient presented to a facility on (B)(6) 2026 to find the shunt had moved to 30, confirmed via x-ray. No additional information was provided after several attempts.